Manufacturer narrative:
The electrode belt and monitor have been returned to the distributor for evaluation. Device evaluation of electrode belt has been completed by the distributor. The reported problem (treatment event) was confirmed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. The monitor evaluation remains in progress. Awaiting completion of the evaluation.

Event description:
The patient was hospitalized due to ventricular tachycardia (vts), reduced left ventricular ejection fraction (lvef), nyha iii, and septic shock from infected ulceration. As reported, the patient was being prepared for an operation while wearing the lifevest. The doctors had started to give the patient narcotics. During that time, the patient developed abnormal heart rhythms but was still awake. Patient experienced multiple arrhythmia alarms. Atrial fibrillation with rapid ventricular response (af with rvr) and non-sustained supraventricular ventricular tachycardia (nsvt) contributed to the false detections. As reported, the patient tried to press the lifevest response buttons but could not press them. According to the attending physicians and the patient, the patient was treated five times while fully conscious. The incident was observed by the anesthesia physicians/staff. The patient was transferred to the ICU.

Event description:
The patient was hospitalized due to ventricular tachycardia (vts), reduced left ventricular ejection fraction (lvef), nyha iii, and septic shock from infected ulceration. As reported, the patient was being prepared for an operation while wearing the lifevest. The doctors had started to give the patient narcotics. During that time, the patient developed abnormal heart rhythms but was still awake. Patient experienced multiple arrhythmia alarms. Atrial fibrillation with rapid ventricular response (af with rvr) and non-sustained supraventricular ventricular tachycardia (nsvt) contributed to the false detections. As reported, the patient tried to press the lifevest response buttons but could not press them. According to the attending physicians and the patient, the patient was treated five times while fully conscious. The incident was observed by the anesthesia physicians/staff. The patient was transferred to the ICU.

Manufacturer narrative:
Device evaluation of monitor has been completed. A holter download was performed upon the distributor¿s receipt of the monitor. There were 5 ECG recording interruptions as evidenced by lack of a ¿non-treatable rhythm¿ flag. These ECG interruptions coincide with flags for pwrup cap discharge enabled and abnormal shutdown. The distributor returned the monitor to zoll for further investigation. The abnormal shutdown with pwrup discharge flags were confirmed. The abnormal shutdowns and pwrup discharge flags were caused by a defective t2 component on the defibrillator pca. During testing the monitor did not pass the detect and treat test as the monitor did not fire a pulse. The failure was isolated to defective components u15, u16, u17, and u18 on the defibrillator pca. The root cause for defective components t2, u15, u16, u17, and u18 could not be positively identified. The electrode belt and monitor have been returned to the distributor for evaluation. Device evaluation of electrode belt has been completed by the distributor.¿ the reported problem (treatment event) was confirmed.¿ all gels were deployed.¿ during the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.¿there is no indication of a product malfunction. The monitor evaluation remains in progress. Awaiting completion of the evaluation.